Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a patient with a pulmonary embolism was being administered levophed via the alaris pump for control of blood pressure m an acutely hypotensive state during a cardiac arrest the pump displayed an air-in-line alarm that did not resolve despite troubleshooting by the clinical team that did not reveal any air in the line an alternate pump was obtained to use as a replacement the concern was for an air-in-line false alarm that may be due to malfunctioning brain and/or channels." It was reported that the medications that were infusing at the time of the event are as follows: levophed 8mg in sodium chloride 0.9% 258ml infusion, at 1mcg/kg/min prior to pump being switched, then 2mcg/kg/min after new bag given, and 3mcg/kg/min one minute after new bag given; dobutamine 1,000mg in dextrose 5% in water 250ml at 25mcg/kg/min; dopamine 400mg in dextrose 5% in water 250ml at 25mcg/kg/min; epinephrine 2mg in sodium chloride 0.9% 102ml infusion at 1mcg/kg/min; and sodium bicarbonate 150meq in 1,150ml infusion at 250ml/hr. The IV tubing was fully flushed in into the device's "air-in-line" detector and there as no obvious defects observed on the device at the time of the event. It was also reported that due to the patient's massive pulmonary embolism (pe) and hemodynamic instability, the issue with the IV pump "air-in-line" alarm that was swapped out with about three to five minute delay did not change the patient's outcome. The patient expired on (B)(6) 2019 at 7:31am and it is not believed that the patient would have survived even if the pump was working properly. The patient¿s death certificate listed the immediate cause of death as pulseless electrical activity arrest and conditions leading to the immediate cause as pulmonary embolism. The pumps was internally inspected and tested on (B)(6) 2019, and the air in line performed within specification, and no false positives were confirmed. The disposable products were discarded from the event, so the same set was not used during the test as during the event.

Manufacturer narrative:
The reported source pump module had a single recorded occurrence of an ail alarm; however it could not be ascertained from the log if air was actually present in the tubing. The incident administration set was not returned. The testing and inspection process did not find any existing malfunctions and the ail assembly did not exhibit any intermittency in the ail ultrasonic coupling signal.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a patient with a pulmonary embolism was being administered levophed via the alaris pump for control of blood pressure m an acutely hypotensive state during a cardiac arrest the pump displayed an air-in-line alarm that did not resolve despite troubleshooting by the clinical team that did not reveal any air in the line an alternate pump was obtained to use as a replacement the concern was for an air-in-line false alarm that may be due to malfunctioning brain and/or channels." It was reported that the medications that were infusing at the time of the event are as follows: levophed 8 mg in sodium chloride 0.9% 258 ml infusion, at 1 mcg/kg/min prior to pump being switched, then 2 mcg/kg/min after new bag given, and 3 mcg/kg/min one minute after new bag given; dobutamine 1,000 mg in dextrose 5% in water 250 ml at 25 mcg/kg/min; dopamine 400 mg in dextrose 5% in water 250 ml at 25 mcg/kg/min; epinephrine 2 mg in sodium chloride 0.9% 102 ml infusion at 1 mcg/kg/min; and sodium bicarbonate 150 meq in 1,150 ml infusion at 250 ml/hr. The IV tubing was fully flushed in into the device's "air-in-line" detector and there as no obvious defects observed on the device at the time of the event. It was also reported that due to the patient's massive pulmonary embolism (pe) and hemodynamic instability, the issue with the IV pump "air-in-line" alarm that was swapped out with about three to five minute delay did not change the patient's outcome. The patient expired on (B)(6) 2019 at 7:31am and it is not believed that the patient would have survived even if the pump was working properly.